Event description:
It was reported that during a cranial procedure (tumor resection craniotomy), the perforator bit did not stop. It was also reported that there were no adverse consequences as a result of this event.

Manufacturer narrative:
The perforator bit subject to this MDR was not returned to the manufacturer for evaluation, it was discarded. Lot number information has not been provided to permit further investigation. The root cause is undetermined. (B)(4): device discarded.